Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected. Re-implantation is considered.

Event description:
The user's hearing performance was with the device is affected and affected channels were also seen. Re-implantation was performed on (B)(6) 2021.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
Additional information: information received indicates increased impedance values for multiple channels. However, from the received measurements a definitive root cause cannot be determined. To conclude, a device investigation on the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user's hearing performance is affected. However, the user reportedly did not notice any change. Re-implantation is considered but no date has been scheduled yet.